Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 22:49:01. During night drain cycle five, the patient's ultrafiltration reading was 1458ml, indicating the patient drained 1458ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv condition. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the ldv alarm. Should additional relevant information become available, a supplemental report will be submitted.